Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Lot number 2208893.

Event description:
According to available information, this device required replacement due to fluid loss. It was noted the pump stays flat. No other adverse patient effects were reported.

Manufacturer narrative:
A titan otr pump, two cylinders, and detached tubing were returned for evaluation. No functional abnormalities were noted with the pump. The surfaces of the detachment site on the cylinder 1 exhaust tubing appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tubing of cylinder 2. No functional abnormalities were noted with cylinder 2. The surfaces of the detachment site of the longer detached exhaust tubing appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the shorter detached exhaust tubing. Partial separations, surrounded by abrasion, were noted on the shorter detached exhaust tubing. These were not sites of leakage. No functional abnormalities were noted with the shorter detached exhaust tubing or the detached inlet tubing. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes had overlapped and abraded against one another. While no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the exhaust tube detachment end between the piece of longer detached exhaust tubing and cylinder 1 revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the exhaust tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the exhaust tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable.